Manufacturer narrative:
The patient was inserted with eversense e3 sensor on (B)(6) 2024. The patient passed away due to kidney problems. There was no consent to contact the patient's relatives to gather additional information. Due to limited information and since the event was not related to the use of eversense e3 cgm system, no further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient died due to kidney problems. The event details are not available as there was no consent to contact the patient's relatives.